Event description:
Boston scientific crm received information that a latitude alert was generated for this right ventricular lead. The alert was due to high out of range impedance measurements. The physician reviewed the measurements and a decision was made to further monitor this lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.